Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 34 mg/dl and hospitalization. The customer wanted to know if his pump shut down when his blood glucose was low. Troubleshooting found that there were low sensor glucose warnings in the pump history. Troubleshooting advised the customer to upload to (B)(6)to see information relative to the pump shutting down.